Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device lot number updated from batch unknown to 15367127. Device expiration date, device manufactured date, device evaluated by manufacturer, evaluation summary attached, method codes, result codes, and conclusion codes: updated. Device evaluated by manufacturer: examination of the returned complaint device revealed that the distal end was damaged (coilwire unraveled and the corewire fractured); the coating was peeled along the body and the body was kinked at 84.3cm, 139.2cm and at 251.5cm approx. From the proximal end. All the outer diameter measurements were within specification. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode. The mtac lab returned the following results: sample 1 presented evidence of shear tension overload event as mode of wire failure. Sample 2 presented evidence of an initial tension moment, followed by shear tension overload and a final tension overload as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a chronic total occlusion treatment procedure, guide wire removal difficulties and detached coating occurred. The target lesion was located in the left superficial femoral artery. An amplatz s/s xch/035/260 guide wire became stuck in a non-bsc stent during removal and would not easily come out. During the removal attempt coating had unraveled and fallen off the wire. The coating was contained within a non-bsc catheter. The system was removed and the procedure was concluded with another amplatz guide wire. No patient complications were reported.

Event description:
It was reported that during a chronic total occlusion treatment procedure, guide wire removal difficulties and detached coating occurred. The target lesion was located in the left superficial femoral artery. An amplatz s/s xch/035/260 guide wire became stuck in a non-bsc stent during removal and would not easily come out. During the removal attempt coating had unraveled and fallen off the wire. The coating was contained within a non-bsc catheter. The system was removed and the procedure was concluded with another amplatz guide wire. No patient complications were reported.